Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, rapid battery depletion was observed. The device was explanted and replaced. Patient was stable with no adverse consequences.

Manufacturer narrative:
No conclusion code available.the reported premature battery depletion was confirmed in the laboratory. The device was tested on the bench and high current due to an anomalous component in the hybrid was found to be the cause of the reported premature battery depletion.